Event description:
During use of the device for a non-clinical activity, the user reported that the central control monitor (ccm) failed to boot up when the system was turned on. This also included the service screen on the monitor. There was no pt involvement.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.